Event description:
Per user facility: it was reported that during a laparoscopic gallbladder procedure, the surgeon was initiating cautery mode with the corbitt spatula electrode when the device sparked and this spark came into contact with the surgeons glove. No injury occurred to the user or pt.

Manufacturer narrative:
The subject product is currently being evaluated. Therefore, no conclusion can be drawn at this time. A f/u report will be submitted when an eval is completed.